Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the charger port was missing. The fse replaced the wireless foot switch (wfs), the base station and the charger. Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station for the old design wireless footswitch. Philips has initiated medical device correction z-2485-2023 for this issue. Part failure analysis was performed on the returned parts and confirmed a missing charger port. After the replacement of the wfs, base station and charger the solution was implemented, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-06/23/2023-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the wireless footswitch was defective. No harm has been reported to philips. Philips has started an investigation of this complaint.